Event description:
The pt was implanted with a vascular access graft in a loop configuration in the right femoral. The physician reported to the distributor that the pt incurred a pseudoaneurysm and a section of the graft was removed. The graft had been implanted for an estimated period of 10 years.

Manufacturer narrative:
The MFR is attempting to acquire the removed section of the graft for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.